Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/02/2018. The customer was sent a part. The customer inspected the device and found an error code in the ventilator diagnostic logs. The customer replaced the 3 station solenoid and found no issues with the keyboard. The ventilator was returned to use.

Event description:
It was reported by the customer that the ventilator went into an inoperable condition, generating an air valve liftoff failed error code and the keyboard main indication was not coming on. There was no patient involvement. The event date was not specified; estimate used.